Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/27/2024. Corrected information: b1, h1 - additional information was received that this event no longer meets malfunction reporting criteria. This medwatch report is no longer reportable. Additional information was requested, the following was obtained: if more than one: what is the total number of procedures and devices affected per procedure?: 5 procedure (one ea impact product for each procedure) have any of these events been previously reported to ethicon?: no. If not reported, please create an additional pc number per procedure/patient.: (B)(4) are created for other 4 ea impact products. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During use, the needle and thread separated. Different doctors used the batch number was broken for more than 5 packages. Use another lot of sutures to complete the surgery without any problem. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the event occur during one or multiple patient/procedures? Yes. Were there any patient consequences? No. Changed another batch of suture to complete the surgery. What is the total number of procedures and devices affected per procedure? Follow-up question was sent to customer, and awaiting for customer's confirmation for affected quantity per procedure. Quantity of product involved should be 5 ea (3 out of 5 can't be returned). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify did this event occur during one procedure? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.